Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
- It was reported, the video system center did not transmit the image to the computer associated with the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on fields: e1, e2, e3 and g2 (health professional was inadvertently unselected in the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the customer restarted the device and it worked. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.